Manufacturer narrative:
Product eval: only part of the lens was returned. Solution was dried on the lens. Product history records were reviewed and documentation indicated the product met release criteria. Root cause: the cause of the reported complaint could not be identified by the investigation. The lens was damaged, which did not allow for functional testing. There have been no other complaints reported in the lot number. Additional info was requested on 05/12/2011 by fax and mail. A completed questionnaire was received on 05/23/2011. (B)(4).

Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. Limbal relaxing incision (lri) was also performed during surgery. In a follow-up, the surgeon reported the iol was exchanged and the event resolved. The surgeon also indicated that the "problem was the first iol master axial length was measured as longer than the exchange measurement."